Manufacturer narrative:
Concomitant medical products: pxc121400j/14331855, pxc121400j/14331211, pxc121400j/14379441, pxc121200j/14190885, pla360400j/14722711, pla360400j/14722712. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior to the implant of endoprostheses, bilateral hypogastric arteries were coil-embolized. After the endoprostheses were implanted, insufficient blood flow to the left lower limb was revealed, and an embolic shower was suspected. Thrombectomy was performed to the left lower limb. The procedure was concluded and the patient was transferred back to an intensive care unit. On (B)(6) 2016, the next day of the initial implant procedure, the patient suffered from abdominal pain. A computed tomography (CT) revealed that the superior mesenteric artery (sma) was thrombosed and intestinal necrosis occurred. It was reported that thrombus spread out to distal vessels as well as the sma, and surgical procedure (open abdominal repair) was not performed. The patient was monitored with medications given. On (B)(6) 2016, the patient expired due to multiple organ failure. It was reported by the physician that several attempts were made to complete the coil-embolization procedure and during those attempts, thrombus in the abdominal aortic aneurysm may have been spread, causing embolic shower.